Manufacturer narrative:
.

Event description:
An article was received that reported multiple adverse events and deaths. The current report captures the adverse events associated with the generator. MFR.report # 1644487-2017-04313 captures the deaths reported by the article. MFR.report # 1644487-2017-04339 captures the report of paralysis discussed in the article. The serious adverse events on the generator were two postoperative infections. One generator was removed due to local infection. No further relevant information has been received to date.

Manufacturer narrative:
Patient identifier, corrected data: (B)(6). Initial MDR inadvertently did not list the patient identifier. Date of event, corrected date: (B)(6) 2017. Initial MDR inadvertently did not list the event date.